Manufacturer narrative:
Concomitant medical products: product ID 97702, serial# (B)(4), implanted: (B)(6) 2019, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient stated last summer (2019), they had an infection at the pain stimulator battery site. They stated that the infection went in an ¿s pattern¿ up their spine. They stated that they were treated in the hospital for three weeks and were on an IV for antibiotics. The patient stated that ever since that time, summer 2019, they had back pain. The patient stated that they had their scs (spinal cord stimulator) replaced due to the infection. The patient stated that their neurologist was ordering an MRI to check for an infection of their bones. No further complications were reported/anticipated.